Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found no anomalies. The helix mechanism could not be manipulated and dried blood and tissue were noted in the helix housing and neck region likely preventing the helix from movement. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that a surgical revision was performed wherein this lead was explanted and replaced for an unknown issue. No adverse patient effects were reported.